Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the low impedance is unknown. The short circuit disables brainsense on the left side. No interventions are planned until the patient is seen for initial programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had stage 1 and 2 done the same day. During the lead implant, twist lock cable was used to test for impedance. The lead was implanted in globus pallidus (gpi) and impedance was normal. Electrode impedance was tested yesterday: 1104 ohms : 1149 ohms : 923 ohms : 859 ohms : 1845 ohms : 1735 ohms : 1680 ohms : 1585 ohms : 1667 ohms : 1404 ohms. The manufacturer representative (rep) saw the patient today and impedance was tested before configurating the brain. Electrode impedance: 573 ohms : 604 ohms : 816 ohms : 819 ohms : 71 ohms : 1119 ohms : 1215 ohms : 1132 ohms : 1228 ohms : 1364 ohms. The rep could not turn on brainsense. They will be seeing the patient in 30 days for patient initial programming. Impedance was reviewed.